Event description:
(B)(4). I've experienced pain since receiving essure. Headaches multiple times a week loss of focus and concentration blurred vision floaters in my vision as well. Irregular periods and debilitating pain during menstrual cycle. Tons of pressure in my abdomen constantly and stabbing pains that are so severe it takes my breath away.